Manufacturer narrative:
Product support conducted testing of the returned pt samples, calibrator z (negative control), and calibrator h (positive control) on cardiac w49664. Observations are for tni recovery. No false positive or high bias in tni recovery was observed with any sample. No error codes or device issues were observed. All data points with cal z were below the mfg cut off of 0.05 ng/ml. Two data points with cal h were below the mfg 2sd range, with a % recovery of 80% (within the mfg final release specs). Returned pt sample data: sample ID: sample 1, triage: < 0.05, access2: 0.00 ng/ml. Sample 2, < 0.05, 0.01 ng/ml. Sample 3, < 0.05, 0.01 ng/ml. The customer complaint of an elevated or false positive tni result with the returned pt samples were not observed. All values on triage and access2 were below 0.05 ng/ml. Product support cannot rule out sample specific interference or environmental factors as possible causes of discrepant results. Product support cannot rule out sample stability, sample handling, or user related issues as possible causes of unexpected results. No pt history, medication list, treatment, or diagnosis was given. Product support cannot determine whether an inaccurate result was observed. As of (B)(4) 2011 there is one complaint on cardiac lot w49664. No product deficiency was established; no corrective action required this time.

Event description:
Caller reported alleged false positive troponin I (tni) results on one pt using the triage cardiac panel vs laboratory analyzer. Customer reporting one pt, (B)(6) male, admitted to ER for "chest pain and difficult breathing". There were three sample drawn: the first draw gave a positive result on triage vs the lab; the second draw gave a positive result on triage vs the lab; the third draw gave negative results on both the triage and laboratory analyzer. Diagnosis is pending. No invasive procedure performed based on triage results. No other questionable results. Blood samples were drawn full in purple edta tubes and tested immediately. Same samples were sent to the lab for the analyzer.